Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing of the unit, the reported problem was confirmed, caused by a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported there was no image from the 4k camera head when inspecting the device before use in a laparoscopic procedure. The procedure was completed with a different device. There were no reports of patient harm.